Manufacturer narrative:
Received one (1) used mc330529 and one (1) new mc330529 smallbore ext set,1.2 micron filter, for inspection. The used filter vents were wetted out with prior infusate. No defects or anomalies on the new set. Each set was leak-tested per product specifications. There was leakage from the inlet filter vent on the used set. There was no leakage on the new sample. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The complaint of cracks could not be confirmed. No cracks were found on the set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a 9" (23 cm) smallbore ext set w/microclave® clear (yellow ring), 1.2 micron filter, clamp, luer lock generated a leak during patient use. It was reported that total parental nutrition (tpn) microclave clear 1.2-micron filter luer lock was found to have a crack and leaked tpn. There was no patient harm reported.